Event description:
It was reported that the patient presented in the operation room for implant procedure. It was noted that the newly implanted right ventricular (rv) lead failed to capture and failed to sense. The rv lead was not installed and the procedure was completed using an alternate rv lead on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece measuring 51.7cm. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.